Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was the seal compromised? Do you have any photos? Please explain how the suture was out of package?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture was noticed to be out of its package. There was no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the seal compromised? - n/a. Do you have any photos? - no. Please explain how the suture was out of package? -when we delivered the package, they opened the box, and saw that, suture was out of the package with the unsterilized position.